Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify the no delivery alarm due to the display anomaly. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump was damaged. She had dropped the device and ran over it and now the device continues to alarm no delivery. Customer stated she had unhooked and reconnected the device again, then the device alarmed again in the morning during a bolus. Customer's blood glucose was 243 mg/dl. Troubleshooting was performed and customer mentioned the device had a cracked screen due to her running it over with the car. Customer was advised to discontinue use of the device, revert to back up plan, and discontinue use of the device. The device is not returning for analysis.